Event description:
It was reported that the customer experienced signal loss between the dexcom g7 cgm and the ilet after pairing the sensor to a new phone while the old phone remained paired, resulting in the ilet not receiving cgm data. Symptoms included no alerts or alarms from the ilet related to glucose data. Outcomes included temporary interruption of cgm data to the ilet and the need for user troubleshooting. Investigation included customer service troubleshooting and education, including shutting down the old phone to avoid bluetooth pairing limits, toggling the cgm connection, and restarting the ilet to initiate re-pairing. Investigation of this case revealed that concurrent pairing of the cgm to two phones likely caused bluetooth communication interference with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was use-related pairing conflict leading to communication loss.